Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(4). Side: l. Primary asa: p2: mild disease not incapacitating. Mhra reference no: (B)(4).